Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. As a result, the device was explanted and successfully replaced on (B)(6) 2025. No additional adverse patient effects were reported. This device has not been returned.